Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user in assisted living experienced hyperglycemia after an unannounced meal, with blood glucose rising to 276 mg/dl for about three hours before the ilet delivered corrections and returned glucose to range. Symptoms included no reported clinical effects. Outcomes included no need for outside assistance and no medical intervention. Investigation included troubleshooting and education with the caregiver regarding ilet operation, automatic corrections, the device learning period, and the impact of not using meal announcements in this setting. Investigation of this case revealed no device malfunctions or supply issues, and the hyperglycemia was consistent with unannounced carbohydrate intake while the ilet was still learning insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.